Event description:
It was reported that the customer received an alarm 22. Reportedly, customer tried to deliver several quick bolus's which triggered the alarm. Due to insulin being suspended from alarm 22, the customer¿s blood glucose (bg) level was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Tandem technical support educated caller that the button alarm occurs when something is continuously pressing on the wake button. Caller successfully resumed insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.